Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) and the consumer that the patient was in overdischarge state. The rep verified the overdischarge and 0x2608 service code that occurred three days prior to the report. A physician mode recharge (pmr) was initiated and the implantable neurostimulator was reset. The patient last reported recharging four months prior to the report. The patient was encouraged to exercise recharging and was informed of the three strike rule as this was their first pmr. No surgical intervention was planned and the patient was alive with no injury at the time of the report. The patient is indicated for chronic low back pain.